Manufacturer narrative:
Insulin pump error hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures. The customer¿s blood glucose was 62 mg/dl. Other blood glucose values mentioned such as 86 mg/dl, 181 mg/dl. The troubleshooting was performed. Customer reported that they were able to clear and rewind the insulin pump. It was reported that site was bleeding. The insulin pump will be returned for analysis.